Event description:
Pt had planned replacement of his aicd generator, secondary to end of the battery life on 3/23/98. During the night of 3/23/98, he was experiencing multiple shocks. He returned to the operating room on 3/24/98 and it was noted that the insulation of the y connector had a small nick and had an exposed wire. A new y connector was placed. On 4/7/98, pt experienced multiple shocks due to inappropriate firing. Pt returned to the operating room on 4/13/98 for aicd generator replacement, and new sensory lead.